Event description:
Per the clinic, the patient experienced a magnet dislodgement during an MRI on (B)(6) 2022. Additional information has been requested but has not been made available as of the date of this report.